Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not a new users, has used vistaseal for several years. 2. How many times have they applied the laparoscopic tip? Numerous times 3. Was a sales representative present during the case when the issue was experienced? No 4. Were there any unexpected outcomes or complications as a result of the event? No 5. Are there pictures of the damaged device available? Device was returned 6. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Device was returned already. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Medical device problem code. Additional information: d4. Expiration date, h4. Device manufacture date, h6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Were there any unexpected outcomes or complications as a result of the event? 5. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on 03/12/2024 and a fibrin sealant preparation device was used. The caps would not come off preventing them from connecting it to the laparoscopic applicator. They got another fibrin sealant preparation device to proceed with the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer?, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, g 4. Combination product. G07002 ¿ incomplete device. Investigation summary: according to our standard procedures, it was initiated an investigation focused on the review of the manufacturing process of the dual applicator tip. Based on the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tip involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was focused on reviewing the results of batch records for the batch of tip used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. Considering that the dual applicator tip was not returned, and it was not possible to perform a functionality test to detect any issue in the luer locks, we proceed to conclude the case with the available information. Even though a definitive root cause cannot be determined, considering there were no evidences detected during the manufacturing process of the tips, it can be concluded that the reported notification is not related to the quality of the components used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.